Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began last (B)(6) 2012, exact date/time is not known. He tested on the subject meter and observed a value he felt was inaccurate but he could not recall the reading. The patient claimed that approximately 30 minutes prior to testing he was experiencing symptoms of ¿feeling weak and lethargic.¿ he manages his diabetes with novorapid insulin (self adjusting) lantus insulin (35 units) and 2 metformin pills per day and continued with his usual diabetes management routine in response to the alleged issue that same day. He reported that he went to the pharmacy and tested on their meter and reported that both results were similar but he does not remember the result (does remember the result was high and thinks it could have been about 28.x mmol/l.) He was referred by the pharmacy to the clinic where a lab test was performed and he reported that he could not recall the reading but it was higher than he expected. No form of medical intervention was administered. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and were non-serious. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.